Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, stirrer motor was replaced. Subsequent functional verification testing was completed without any deviation and the unit was returned to service. Complaints database system review showed no other similar issue since unit installation in 2018. Based on the gathered evidences, and taking into account the review of similar events, the most likely root cause of the reported issue was identified in a mechanical jamming of the stirring mechanism due to bearing damaged by the corrosion. In this regard, it cannot be excluded that environmental conditions such as high temperatures, humidity, condensation in the stationary phase may have contributed to the failure of the motor over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in faridabad, india. In order to solve the issue, stirrer motor needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side associated to stirring mechanism blocked. The issue occurred during priming. There was no patient involvement.